Event description:
Reporter stated the back post on their wheelchair broke and they fell out of their chair backwards, while getting on a lift to board a bus. The injuries were severe bruising and reporter developed rectal bleeding the 2nd day in the hosp.